Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experience severe pocket pain due to the ipg resting against the spine. In turn, the ipg pocket was relocated off of the spine and moved to the upper left buttock. Post-operatively, the pain resolved and stimulation coverage was restored.